Event description:
A patient had been referred for generator replacement surgery due to end-of-service. During the replacement surgery, high impedance was identified on systems diagnostics, which did not resolve after the generator was replaced. A lead revision was planned but no known surgery has occurred to-date to replace the lead. The patient was reported to have been experiencing more and different types of seizures prior to the replacement. The explanted device has not been received by the manufacturer to-date.

Event description:
The explanted generator was received by the manufacturer and analysis was completed. Measurement of the battery voltage confirmed that the battery was depleted and was the result of normal battery depletion. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. Lead revision surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
The explanted device was discarded by the hospital.